Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid and bupivacaine via an implantable infusion pump for spinal pain. It was reported that the patient heard a non-critical alarm that started the week prior to (B)(6) 2018. The patient had moved from (B)(6) to (B)(6) and was looking for a physician to do a refill. It was reported that the alarm was possibly due to the patient missing a refill. No symptoms were reported. No further complications were anticipated/reported.